Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. It was assessed that the customer has used a not enabled type of syringe. The device was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use and was slightly contaminated. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. Following a delivery accuracy measurement according en 60601-2-24 was arranged. All measured values are within our specification. The inside of the pump revealed no abnormalities. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made. The reported error pattern was caused by wrong handling.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is currently on shipping from user facility to bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility ((B)(4)): over infusion.